Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, the left ventricular (lv) lead insulation was damaged when the physician performed a tug test. A different lead was successfully implanted. The patient was stable throughout.

Manufacturer narrative:
The reported event of damaged insulation was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.